Event description:
It was reported that a patient underwent a surgical procedure on an unknown date on the knee and suture was used. It was reported that the needle pulled off of the suture during use and there was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: a representative needle was found with a hair-line crack in the swaging area.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for needle pull strengh and they met the requirements.